Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who underwent implantation of a neurostimulator (ins) for parkinson's and movement disorders. The patient reported his ins was "taking longer to charge." The patient was instructed to follow up with his healthcare provider (hcp.) There were no patient symptoms/complications reported and no complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that they charged the unit every 2-3 days. Seemed like it took too long like it used too. They resolved it by charging daily. The issue had resolved. There were no further complications reported.